Manufacturer narrative:
The reported information did not indicate a potential manufacturing issue. Positioning/inaccurate delivery is often influenced by patient anatomy, calcification levels in the native vessel, compliance of the aorta and native vessels, and user technique. A root cause of the high implant depth in this case could not be determined from the available information.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the first valve was implanted between 0 and -2mm above the annulus. The implanting physician was concerned that the valve might migrate post procedure. As a result, it was decided to implant a second valve. The second valve was successfully implanted valve in valve about 8mm below the annulus. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4)